Event description:
Agfa is submitting this MDR on (B)(4) 2013. Agfa's awareness date is (B)(4) 2013 for this event. Agfa submitted MDR report # 1225058-2010-00001 to the FDA on (B)(4) 2010 for a customer in the us. A 4th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat), but with a different customer. On (B)(6) 2013, the super user on site made an addition of sr adult echo measurements for tte, tee and str, not previously included in the rmat report. The measurements affected were: la edv 2ch (mod), la edv sp 4ch (mod), la edv bp (mod). The super user unsuccessfully tried to remove a couple of measurements the site did not want to use resulting in the measurements showing in an unintended area of the report. An attempt to revert the change failed. The super user contacted agfa for assistance the same day the changes were made to have service help them change the report back. Agfa¿s investigation during this event determined rmat had been enabled. Rmat had been disabled at this site per a mandatory correction in (B)(6) 2012 (FDA reference # is (B)(4)) and should not have been enabled. The unintended change was identified immediately and determined that either no reports were affected, or if there were additional sr data added to the reports, they were not showing, and had not previously been showing in the report. The report was showing the same way it had initially been presented. Since the site's upgrade in 2012, the customer indicated, as a super user, she had always had access to rmat and thought rmat had remained enabled since the upgrade. The investigation revealed no reports required amendment or resigning. There was no harm to patients. Investigation continues to determine why rmat was re-enabled at this site. A reportable correction is ongoing for this issue and has been reported to the FDA. FDA reference # is (B)(4).